Event description:
Patient reported left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed a broken on posterior assessed as fold flaw opening. Additional observations: ¿ red particles observed on the device. ¿ wear abrasion and crease fold observed on the device. ¿ stress marks observed on the device. No further actions are required as the device was implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported left side rupture. The device remains implanted.